Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred post procedure. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 21mm watchman ® laa closure device and delivery system was used and the closure device was successfully implanted. There were no recaptures performed during the procedure and a complete seal of the laa was observed. In (B)(6) 2016, at the 45-day follow-up, thrombus was noted on the top of the device. The patient's international normalized ratio(inr) was 2.3 and they will remain on coumadin.